Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer primed the tubing to address the issue. There was no reported impact to the customer's blood glucose level.